Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient was "having so much pain" it was believed there were "problems with the pump". Hcp ordered "l spine" due to the pain. It was noted the patient was at the hospital for troubleshooting due to medicine in the "tubing" and was to follow up at the clinic afterwards. It was also indicated it was related to other issues the patient was having. The pump contained seven different pain medications including baclofen.